Event description:
Pt is a 6-11/12-year old male with congential complete heart block. Pacemaker was not programmable in 1/95. Pacemaker reset to back-up mode "c" and programmer had to be flown from another facility to reprogram. This week pt became fatigued. Transtelephonic report indicated eol parameters (implanted 14 months earlier) pt's device interrogated and again switched to back up mode c. Facility was not able to program at this mode, MFR has told facility that there are several of those devices which do this. This is leaving the family worried that other things may go wrong with the pacemaker.